Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to low out of range pacing impedance measurements, measuring less than 200 ohms on non-boston scientific right ventricular (rv) channel. The patient was dependent on this pacemaker system. Furthermore, the device exhibited pacing inhibition, oversensing and noise. The noise was able to be reproduced during provocation. This device remains in service and the plan was to have these non-boston scientific leads revised. No adverse patient effects were reported.